Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed an intermittent issue from the control board on universal surgical manipulator 1 (usm1). Fse replaced usm1 to resolve the issue. After replacement, the system was tested and verified as ready for use. Isi has received the replaced usm arm; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, persistent error code 307 occurred on universal surgical manipulator 1 (usm1). The customer received phone assistance from the technical service engineer (tse). Tse explained the meaning of the system prompt to the customer, and the customer was advised to perform a hard power cycle of the patient side cart (psc). A second call made to tse revealed that after troubleshooting was performed the error fault remained. The surgeon elected to convert the procedure to another da vinci surgical system. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the replaced universal surgical manipulator (usm) arm; and failure analysis confirmed the reported issue. The usm was tested on an in-house system and the system prompt for error 319 could be replicated. The usm was also tested on the patient side cart fixture test platform (pftp), all boards and fiber test failed pointing to rolling loop. A gold part (rolling loop fiber cable was installed, fiber and check all boards test were re-run and passed).

Event description:
Refer to h10/h11 for follow-up information.